Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return of suspect computer requested. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that a surgeon alleged their navigation system software was unresponsive when attempting to load from a universal serial bus (usb). In trouble-shooting, the site representative re-booted the navigation system and normal function was restored. After multiple re-boots, the site was able to load an exam. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: the computer was returned to the manufacturer and is currently under analysis. A medtronic representative went to the site to test the equipment. The rep tried to reproduce the issue by rebooting the system five times and importing multiple exams from a usb stick but could not replicate the reported issue and the system worked fine. The biomed rep (site) confirmed that the issue reoccurred after the surgery. Since the issue appeared intermittent and difficult to reproduce, technical service recommended computer replacement. The rep replaced the computer and restored all the settings, and reconfigured network and nethog. A system check out passed successfully and the system was fully functional and ready for clinical use.

Manufacturer narrative:
Suspect computer analysis as follows: initially booted and launched framelink application and stayed in fl for 2 hours with no unresponsiveness. Launched multiple apps and found no problem with loading exams or slowness. Computer then passed phd and all subsequent testing with no problem found. Unable to duplicate reported event.